Event description:
It was reported that during the implant attempt, a stylet could not be thoroughly inserted into the lead. A few stylets were attempted and the physician suspected a problem with the lumen of the lead. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There was blood (obstructed) on the distal conductor and there was blood on the inner insulation. Visual analysis revealed the lead was damaged at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).